Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown.there are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to pain being subjective to the patient and the other infection cases occurring at a different hospital with a different surgeon. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the patient underwent an initial left partial knee arthroplasty. It is unknown if the patient was implanted with zimmer biomet products. Patient underwent an initial right partial knee arthroplasty . Subsequently, the patient began experiencing a superficial wound infection and right knee pain immediately post-op. The infection was treated using antibiotics. The patient removed their clips using a clip remover. The patient began experiencing pain in their right knee medial to their scar . The infection had resolved by this date as well. The patient reported right foot pain which resolved . The patient also experienced medial joint paint which was reported different from the pre-op pain and was especially painful when they stand up from sitting. They also experienced right hip stiffness, tender area over the pes anserinus, and their right knee would give way which had caused them to fall over in the past. The patient also reported bilateral shoulder problems as well as problems in their fingers. The patient's right knee gave out often and the pain was ongoing. The medial joint pain had resolved at this time.